Event description:
While the customer was using a g124 scaler, the insert tip was getting hot; no injury resulted.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.

Manufacturer narrative:
Damaged handpiece cable. Found restricted water flow when hp cable is held a certain position. Debris buildup in the water filter. Replaced damaged/worn components and recalibrated unit to factory specs.